Event description:
Terumo medical received an FDA medwatch report # mw5118693. The event description states: "during pci (percutaneous coronary intervention catheter) cath interventional wire tip broke off and was left in patient's circumflex artery. Attempts to remove unsuccessful." Additional information was received on (B)(6) 2023: length of wire that broke off and was left within patient anatomy was approximately 3 cm. The patient condition was stable. They attempted to snare the wire that broke off. There is no plan to remove the remaining wire fragment from the patient's body.